Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak around the base of the burette chamber. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set leaked around the base when put into the intravenous line. This was identified during priming. It was further reported the burette was leaking. There was no patient involvement. No additional information is available.